Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient stated that they love their implant because it made it where they were not urinating 20 times a day. However, they were required to do a urinalysis for children services and could not pee. Since their implant they cannot just pee at the drop of a dime. The implant was working very well, but the patient stated that failure to urinate can be a side effect. No product issues were reported.